Manufacturer narrative:
H10: in a good faith effort (gfe) response received on (B)(6)/2023, the authorized service provider (asp) stated that the customer found a third party to repair the device. The details of the repair were stated to be unknown. No further information was available and no further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17538.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a battery failure. It was reported that there was no patient involvement, at the time the issue was discovered.